Event description:
It was reported that during a ptca/stent procedure, a stent was deployed in the mid fica, which resulted in a proximal dissection. A second stent was implanted to successfully treat the dissection.